Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device change out procedure, it was noted that the right atrial lead was intertwined with the right ventricular lead. The atrial lead was explanted and replaced. The patient was in stable condition post procedure.